Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be the best estimate. Updated data: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no, corporate lot no, UDI no, expiry date), d6.a (date of implant), d6.b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralex st patch on (B)(6) 2017 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2017 ¿ patient was diagnosed with two incisional hernias thereby underwent open repair with the implant of perfix plugs (device 1, 2). Per op notes, ¿the fat was gradually freed up at the edges of the two defects. A small and medium perfix plugs (device 1 and device 2) were placed and secured to defect using sutures.¿ on (B)(6) -2019 ¿ patient had recurrent incisional hernia thereby underwent repair with the removal of mesh (device 1, device 2). (Note: there is no op notes provided for this procedure in medical records). Attorney alleges adhesions, hernia recurrence, mesh migration, pain and suffering.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralex st patch on (B)(6) 2017 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.